Event description:
It was reported by service report that the scale was not working. It is unknown if there was patient involvement or if there are adverse consequences to report.

Manufacturer narrative:
The scale was working properly, the user did not know how to properly use the device.